Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00301, 2134265-2017-00303. It was reported that automatic pullback failure occurred. The 81% stenosed target lesion was located in the mid moderately tortuous and moderately calcified left anterior descending (lad). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to visualize the specified target lesion. The physician inserted the imaging catheter to diagnose the target lesion, however auto pullback failed. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: there was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The catheter was able to properly pull back manually and automatically, not connection issues or errors were detected during its testing. Impedance testing shows a good unit wave form, the equipment used was impedance analyzer. During image characterization testing, a good square image appeared in the ilab system. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that automatic pullback failure occurred. The 81% stenosed target lesion was located in the mid moderately tortuous and moderately calcified left anterior descending (lad). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to visualize the specified target lesion. The physician inserted the imaging catheter to diagnose the target lesion, however auto pullback failed. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status is stable.